Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in dwell two of four. Upon removing the tubing set, moisture was noted on the pump heads of the cycler. Patient was given antibiotics as a precaution and had no ill effects. Sample is not available.